Manufacturer narrative:
The previously reported event of capsular contracture is no longer reportable with baker grade ii.

Event description:
Baker grade ii for the capsular contracture was later reported. This event is no longer reportable and will be unreported.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported capsular contracture baker grade ii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on the radius side assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, a left side rupture. Device remains implanted.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted.